Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported device failures were not confirmed. Furthermore, it was noted that the following parts of the device were non-olympus parts: plastic distal end cover (c-cover), light guide (lg) lens, bending section cover (a-rubber), a-rubber glue, insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was observed that the insertion section of the device was assembled with parts which were manufactured by a third-party agency, and not by olympus. Therefore, the root cause of the event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
It was reported, at the end of the colonoscopy procedure using the colonovideoscope, there were metal shaving particles in the colon when the doctor rinsed out the colon with the air/water valve. The metal shaving particles were retrieved from the patient's colon via suction. No further medical intervention was required as a result of the issue. A leak test was performed on the scope, and there were bubbles and air blowing out the distal end around the camera. The tip did not deflate when the leak tester was removed. The customer was instructed to manually reprocess the scope.